Event description:
It was reported that the patient underwent a revision procedure due to persistent/recurring incont with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient is doing well following the procedure.